Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal fell off when the delivery system was withdrawn from the loading device. A sticker was left in the loading device. The seal has not fallen into the patient's body. The procedure was completed with other manufacturer's products, and there was no extension of the operation time. The patient had no health hazards.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3: device discarded.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6- health effect ¿ impact codes (2)- 4629 redacted- not our product. The lot #3000241173 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.